Event description:
On (B)(6) 2011, a patient received two lanx interspinous process devices to address chronic lower back pain. In (B)(6) 2013, the patient experienced lower back pain again, and therefore, a revision surgery was performed on (B)(6) 2014. During this surgery, both lanx interspinous process devices were removed and replaced with a traditional pedicle screw construct.

Manufacturer narrative:
The product labeling includes a contraindication for morbid obesity. It indicates that an overweight or obese patient can produce loads on the spinal system, which lead to failure of the fixation of the device or failure of the device itself. It also lists non-union or delayed union, pseudarthrosis, pain, and second surgery as possible complications to the procedure.